Event description:
As reported by the edwards field clinical specialist, during a transfemoral transcatheter aortic valve replacement (tavr) procedure, the sapien valve was implanted too aortic, resulting in significant paravalvular leak. A second valve was implanted in order to mitigate the pvl. No pvl was noted after the second valve was deployed and the patient is well post procedure. Per report, the first sapien valve was positioned 40:60 (ventricular) and inflated. The valve was advanced aggressively into the aorta and ultimately implanted in a too aortic (85:15) position with significant paravalvular leak (pvl). A second valve was prepped and delivered within the first valve and inflated slowly within the first valve. The second valve also advanced aggressively towards the aorta but forward pressure was applied to the delivery catheter resulting in the valve being implanted approximately 5mm deeper into the left ventricular outflow tract (lvot). Per report, this event was attributed to this patient's bioprosthetic 27mm tissue valve implanted in the mitral valve. It appears the struts from the bioprosthetic mitral valve were protruding into the lvot, thus the delivery device balloons were inflating against these struts forcing the balloon to "watermelon seed" the sapien valve to an aortic position. During this case, image intensifier angle (iia) and coaxial alignment of the delivery system and the valve was described as good. Ventilation was held and there was no loss of pacing capture during valve deployment. There was no mitral annular calcification or ventricular septal hypertrophy. The patient's native valve/ leaflet calcification was described as severe. There was no aortic root calcification noted. The patient's ejection fraction was 35%.

Manufacturer narrative:
Per the sapien valve instructions for use (IFU) and the thv training guide, valve malposition and paravalvular leak are known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. Paravalvular leak can occur as a result of a lack of appropriate sealing of the valve to the target site which can occur due to uneven distribution of calcium. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. In this case, patient and procedural factors likely caused or contributed to the event. This patient's native valve/leaflet calcification was described as severe. In addition, per report, the stent struts from a pre-existing bioprosthetic valve in the mitral valve were protruding in the lvot obstructing optimal access for delivery of the sapien valve. Since there is no allegation of device malfunction, or labeling issues, and the device was not returned for physical evaluation, no further investigational activities will be performed. The IFU and edwards thv patient screening and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required.